Event description:
Customer called to report multiple sensor issues on the insulin pump. It was reported that customer was hospitalized for low blood glucose levels. Customer reportedly passed out in the store. It was also reported that the insulin pump has a bent cannula. Customer's blood glucose value at the time of admission was 23 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.